Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and itchy but not open. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The patient's physician suggested the patient use benadryl to alleviate the itching. The patient also used lotion on her own. Follow up indicated that irritation improved .